Event description:
A company representative alleged that he may not have observed the screw and washer in the shipping packaging for the mounting arm.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
A company representative alleged that he may not have observed the screw and washer in the shipping packaging for the mounting arm.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root cause could be due to the packaging of the screw and the washer not being clear or prominent enough. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. Please refer to 2936485-8/28/2013-002c. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.